Event description:
On (B)(6), 2011, a doctor alleged that three (3) patients experienced the debonding of pfm crowns after being placed with maxcem elite in shade white opaque. This is the first of three (3) reports.

Manufacturer narrative:
The doctor placed temporaries on all the patients and will re-cement the permanent crowns with maxcem elite. The product involved in the alleged incident was returned and evaluated for adhesive strength and was found to meet product specifications. A review of the manufacturing records indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigation results indicate that this incident is an isolated incident that occurred as result of a user/technique related problem and was not due to a product failure. To date, all of the patients are doing fine.